Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. As a result of these occlusion issues, the customer's blood glucose level exceeded 500 mg/dl, indicated by a "high" reading. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and administered a bolus. To resolve the occlusion issue, the customer changed the infusion set and cartridge and then resumed insulin delivery. No assistance from third parties was required, and there was no need for further technical assistance.